Manufacturer narrative:
Patient age, date of birth, gender, weight is not provided for reporting. Additional device product code: fmf. UDI: (B)(4). Explant date: product remains implanted in the patient; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). A device history record review was performed on the part # 710.025s, lot # 7919045: manufacturing location: (B)(4), manufacturing date: 13.jun.2012, expiry date: 01.feb.2017. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record (DHR) review showed no issues. The expiry date of the article 710.025s with the lot 7919045 is the 1st of february 2017, as written on the label: expiry date - 02.2017, UDI code - (B)(4). That means that the product after the day 31st of january 2017 is expired and shouldn¿t be used on a patient. Depuy synthes provide information for sterile sold implants regarding their manufacturing and expiration date. No tests have been performed to evaluate the sterility and overall behavior of implants after their expiration date. The complaint can be rated as ¿confirmed¿ but the customer should not have used the implant after its expiration date and this represent an off label use. Root cause could not be defined as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that there was a potential implantation of an expired product was identified internally when a purchase order was raised by the customer for batch 7919045 that was used in a procedure on (B)(6) 2017. The batch barcode expiry date was the 1st of february 2017. Product labelling indicated date of expiry was 02 2017. This is report 1 of 1 for (B)(4).